Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood leaked into battery casing. The unit was swapped out. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) inspected unit and found blood to have ingress down to the battery bays. The fse disassembled the unit and replaced all boards contaminated with blood including the card cage and card cage door. Upon arrival batteries were not inserted and were not contaminated. The fse replaced pcba, cardiosave rohs power management, pcb,motor control,rohs, pcb,solenoid control,rohs, pcb,pneumatics interface,rohs, printer,thermal,xe-50b,custom, chassis,card cage, guide, pc card, pcba,cardiosave rohs printer interface, assembly, pcba, pwr slot interface, door, card cage, pneumatic module assy, rohs, cable,power on switch and led. The fse performed a full pm per manufacture specifications. Unit passed all test and calibrations and is now ready for clinical use. Unit was returned to customer for use.

Event description:
N/a.